Event description:
Subsequent to the initial report filing, it was noted that a duplicate report had been filed (B)(4), MFR #2024168-2012-06782). A review of the duplicate report revealed the following additional information. A 3.0 x 23 mm xience v rx stent failed to cross the mid left anterior descending artery (lad) with heavy tortuosity and heavy calcification. Two 3.0 x 9 mm non-abbott stents were then deployed. During deployment of the second non-abbott stent, a perforation was thought to have occurred. The graftmaster stent was attempted to cross, but failed to cross, as previously reported. No additional information was provided.

Event description:
It was reported that a perforation was located in the left anterior descending artery (lad). The 3.0 x 16 mm graftmaster stent could not cross to the perforation due to the heavy tortuosity of the vessel. Prolonged balloon inflations were used to seal the perforation. After reviewing the films at end of case, it was determined that what was initially thought to be a free perforation, had been a dissection. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). Indication for use - used to treat dissection. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. In this case, it is not likely that the treatment of a dissection contributed to the reported failure to cross or the need for additional therapy, as the failure to cross was likely related to the heavy tortuousity.